Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked after removing the needle from the patient. The following information was provided by the initial reporter: "when using a # 22 cathlon. Leaking from the cathlon after needle out potential for nurse injury and blood contamination for nurse." "Needle retraction failure did not occur."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked after removing the needle from the patient. The following information was provided by the initial reporter: "when using a # 22 cathlon... Leaking from the cathlon after needle out potential for nurse injury and blood contamination for nurse.". "Needle retraction failure did not occur.".

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.